Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5032750) in united states on (B)(6) 2014 who had essure (fallopian tube occlusion insert) inserted and experienced stomach swelling, pain in abdominal area, migraines got worse they thought she was having a stroke, extreme vaginal bleeding at period time, severe cramps, large blood clots, severe fatigue to whole body, hair loss, extreme weight gain, rashes, and long list of side effects. No information was given on consumer's history, past drugs, concurrent conditions or concomitant medication. On (B)(6) 2012 the consumer had essure (fallopian tube occlusion insert) inserted, lot number 774372. Device was discontinued on (B)(6) 2013. Consumer had essure implanted on (B)(6) 2012; right away started to have reaction. She had stomach swelling, pain in abdominal area, migraines got worse to the point they thought she was having a stroke, extreme vaginal bleeding at period time, severe cramps, large blood clots, severe fatigue to whole body, hair loss, extreme weight gain, rashes, long list of side effects. Reporter causality was not reported. Follow up 22-apr-2014: ptc investigation results were provided. Final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Final risk classification: risk category v medical assessment: the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. One (1) additional ae case report has been received to date in relation to batch number (B)(4) but this case does not refer to a similar type of medical event. No batch signal could be identified at this time. The review of the lot history records confirmed that the product met product release specifications. At the time of this medical assessment the technical investigation concluded unconfirmed quality defect. Based on the information available, there is no reason to suspect a quality defect. Follow-up received on 28-oct-2015: after having a miscarriage on (B)(6) 2011, consumer had the essure insertion procedure on (B)(6) 2012. From the moment she had them in she started to have symptoms. She experienced neck pain, heavy menstrual bleeding, severe pms (premenstrual syndrome) and joint pain. On (B)(6) 2013 consumer had a hysterectomy done. She was (B)(6). She still have problems from the essure. She has arthritis in her hips and back problems. Still suffers from other immune symptoms. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had severe heavy menstrual bleeding (large blood clots and extreme vaginal bleeding at period time) after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy (approximately 1 year after device placement). The reported event is listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, limited information was provided. Nevertheless, considering events nature and in the lack of alternative explanations, causality with the suspect insert cannot be excluded. Other non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). The technical investigation concluded unconfirmed quality defect. Based on the information available, there is no reason to suspect a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.